Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as left breast area cut into and bleeding and the right breast area was rubbed raw. The patient reported a known allergy to nickel. There was no alleged device malfunction contributing to the wound. The patient¿s physician advised to end use of the lifevest and prescribed antibiotic ointment and a powder. Follow up indicated that the wound improved.